Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose and customer¿s insulin pump was over delivering the insulin. Customer¿s blood glucose level was went to the 39 mg/dl. Customer treated with sugar tablets. Customer stated that after treating their blood glucose went to high 400s mg/dl to 500s mg/dl and they treated it with manual injections. Customer alleging insulin pump was over delivering due to this happened multiple times that they got too much insulin and dropped low. Customer had been using insulin pump system within 48 hours of reported low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer declined the troubleshooting. The reservoir will not be and the insulin pump will be returned for analysis.